Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. Two photographs of a 5 fr single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed what appears to be a broken non-bd extension set. The hub of this extension set appears to have broken off and a portion of the device was within the luer hub of the powerpicc solo catheter. Use residue was observed on the samples in the returned photographs. While a break could be observed in the extension set, no details of the damage could be discerned and no obvious damage or defect was observed on the powerpicc solo device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "patient with a PICC line (fitted on 22/03, dressing with change of old model extension without problem) going to ssr on 11/04. Re-dressing on 09/04, with change of 3-way extender. On 10/04, on the morning round (around 8 a.m.), blood sample to be taken on the PICC line as usual. When I rinsed the device, I noticed a leak under the white cap of the prolongator, at the level of the rigid plastic part. I thought that the extension was poorly screwed to the PICC line. I tried to screw back the white tip of the extension connected to the PICC line's anti-reflux valve, but to no avail, as the extension was screwed on tightly. Dressed in sterile garments, I started to unscrew the extension, without forcing it. The extension stayed in my hands and I noticed that the part connected to the PICC line had not been screwed on. Ablation of the PICC line and peripheral blood sampling with epicranial venipuncture, in this difficult-to-stick patient. The dm was not kept."